Manufacturer narrative:
Elevated complaint investigation will be initiated. Lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-91) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported false positive patient samples on the alinity m sars-cov-2 assay. Customer cleaned the whole laboratory on 10/27/2022. Customer reported 16 false positive patient samples on (B)(6) 2022 for the following sample ids (sids): (B)(6). The samples were retested on a second alinity m instrument, and the results were negative. The customer will continue to monitor a potential contamination with additional periodic control measurements. There was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in austria using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: all of the curves produced for the associated false positive sample ids (sids) displayed normal florescent signal with sigmoid curves in the fam channel. All curves also crossed the threshold which resulted positive, indicating that the assay is performing as expected with correct interpretations. Customer files review: the customer file attached was reviewed and identified the processed 48 negative samples, as well as environmental swaps of the pipettors, auds, sample input (inside), sample input (outside), touchscreen, alinity top cover, door opener, floor, and working surface. Of this list only the floor (cn=37.54) and sample input (inside) (cn=39.35) resulted positive. Quality data review: device history record / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-090) lot# 526709 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 526709 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot# 526709 or component lot# 5267091. Complaint history review: a complaint history review was performed to identify any complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-090) lot# 526709. A product deficiency was not identified by this review. Based on the investigation elements, a product deficiency could not be identified by this review.